Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo kit was selected for use in the splenic artery. During the procedure, when the physician unpacked the package, it was found that the device was fractured. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo kit was selected for use in the splenic artery. During the procedure, when the physician unpacked the package, it was found that the device was fractured. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the renegade hi-flo microcatheter was returned to boston scientific for analysis. The device was returned partially in the shipping hoop. The shipping hoop was hydrated, and the device was removed. The device was inspected for any damage or irregularities. The device showed damage in the form of stretching and a fracture located 13.7cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.